Event description:
Steffee hardware back surgery in 1991. Dr found out rptr was allergic shortly after. In 1992 plates and screws removed. Pieces of screws broke off. Two surgeries to remove in 1996. One piece still remains. Violently ill, completely bedridden for last 2 years from onset of 1991 problems. Rare condition.